Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The transmitter was returned for inspection. The device was visually inspected, and no defect was found. Voltage testing was performed and as the transmitter did not have voltage it did not pass. A review of the data log could not be performed as there was no data present. The loss of connection could not be confirmed. The probable cause could not be determined. No additional event or patient information is available.